Event description:
It was reported that the case of the epg (external pulse generator) is cracked by the ventricular lead receptacle. The epg was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. However it was also noted that the upper case was broken, the battery release was contaminated, two side bail covers were missing, the ring cover was missing, two case screws were missing, the ring cover screw was missing, the battery contacts were compressed, two side bails were missing, the ring was missing, and the battery drawer was damaged. (B)(4).